Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display and moisture damage on the insulin pump. Customer advised they replaced the device with a new battery and it will not turn on. Customer advised during a rain storm the device got wet and when they went to shower they realized the device was off. Troubleshooting for the blank display was performed. Customer advised their shorts were wet and the device was in their front pocket. Troubleshooting for moisture damage was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.